Event description:
It was reported that the jaws of applier did not open and close smoothly once the clips were loaded, they would fall out of device prior to firing.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position of the channel. The sample appears used as there is biological material present on the device. A buildup of biological material was found in both jaws. The buildup of biological material in the top jaw appeared to be more severe. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. Multiple attempts were made with the same result. The sample was disassembled to inspect the internal components. No damages were found. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were returned, there was a buildup of biological material in the jaws. The buildup of biological material could prevent the clips from loading properly. There were no functional issues found with the device. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "not opening and closing smoothly" was confirmed based upon the sample received. The sample was received with no clip in the first position. Upon functional inspection, no clips fired. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were returned, the reported complaint was confirmed since the buildup of biological material in the jaws could prevent the clips from loading properly. There were no functional issues found with the device. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900439 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of applier did not open and close smoothly once the clips were loaded, they would fall out of device prior to firing.